Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 31-dec-2015: follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and has had bleeding (interpreted as genital bleeding) and pain (interpreted as pelvic pain) since insertion. She was scheduled for laparoscopic surgery to remove fallopian tubes and essure coils. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality between essure and the reported events cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Product technical complaint analysis received on 19-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded an unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and has had bleeding (interpreted as genital bleeding) and pain (interpreted as pelvic pain) since insertion. She was scheduled for laparoscopic surgery to remove fallopian tubes and essure coils. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality between essure and the reported events cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information is being sought.

Event description:
This is a spontaneous case report received from a physician in united states on 17-sep-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Patient had bleeding and pain since insertion. Laparoscopic surgery was scheduled for the day of the report ((B)(6) 2015) to remove both fallopian tubes and essure coils. Outcome of the events was reported as ongoing. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and has had bleeding (interpreted as genital bleeding) and pain (interpreted as pelvic pain) since insertion. She was scheduled for laparoscopic surgery to remove fallopian tubes and essure coils. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality between essure and the reported events cannot be excluded. This case was regarded as incident since a surgical intervention will be required. A product technical analysis and further information are expected.